Event description:
It was reported to ventec that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set. The patient contacted ventec directly for clinical assistance and advised that she was using tobi and albuterol bid, and had a hme between the nebulizer and patient circuit but continued to have issues intermittently. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter (patient) did not provide the device's serial number or advise who (what facility or distributor) owned the device. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank. (Initial reporter), establishment name & address shall be "unknown" and the reporter name and contact phone number listed will reflect the ventec clinical representative who spoke to the patient.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The patient did send a photograph of the active patient circuit that was being used for review. Ventec reviewed the photograph and observed what appeared to be an accumulation of nebulizer medications on the valves surface. The use of nebulizer therapy without an appropriate filter can cause high peep, high pressure, and check patient circuit alarms as the nebulizer medications accumulate on the valve surface and impact its function. Based on the information available, it's reasonable to conclude that the likely cause of the alarms indicating higher peep (positive end expiratory pressure) than set was user error. The vocsn clinical manual instructs the device user to utilize a nebulizer tee between the filter and patient in order to prevent issues, such as what was reported, from occurring. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.